Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins. It was reported that there was poor coupling and difficulty recharging the ins. The patient reported that they always had problem with getting coupling bars and it take 30-60 minutes to get the bars to appear. It was reported that on the day the device was implanted, the rep could not find the spot to get the bars and he finally gave up. The patient reported that the rep stated that they will have to work around getting the bars. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that were in bed most of the time due to pain.